Manufacturer narrative:
H6. Device analysis for ins (B)(6) revealed non-significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Please note that additional information received stated that the event reported through manufacturer report number 3004209178-2021-04587 also pertained to this event. The information has been included below for completeness. Any additional information received regarding the event will be reported under manufacturer report number 3004209178-2021-04303. Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that there was an ins problem. The patient controller had presented the heating message and had stopped recharging. The ins was hot and red. The next day the patient went to the clinic and observed the same heating problem, so the control reset procedure was done (in both ways). It was put to charge again and when it reached 60% of charge, the patient controller presented the message of completed and did not allow to charge any more. The distributor scheduled another date with the patient to test another patient controller and charger and asked the patient to inform them about the duration of the charge. A few hours later, the patient reported that the ins was discharged. On (B)(6) 2021, a test with another carrier was going to be done and before the technician arrived the patient sent a photo that the patient controller presents the message eri (elective replacement indicator). Recharge with another patient controller and antenna was done but had the same problem. The patient managed to charge until 100%, but at the end of the night the ins was ou t of battery. The patient controller displayed screen 50. The cause was unknown. The patient was hospitalized in order to undergo the ins replacement procedure and the ins was replaced. There were no further complications reported or anticipated.

Event description:
Additional information received from a regulatory/competent authority reported that the patient had experienced some recharging difficulties, with ¿delays in recharge and warm-up time at the implant site.¿ the patient reportedly contacted the manufacturer¿s technical service team, but the problem persisted. The patient controller displayed an eri message that noted the battery needed to be replaced. Although a ¿normal recharge situation¿ usually took an hour, it was noted that two recharge attempts that were made on different days each lasted more than two hours with different charging systems and that the ins failed to store charge. A manufacturer representative was alleged to have noted that ¿something unusual happened¿ with the ins. The ins was replaced on (B)(6) 2021 as a result of the issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient controller displayed a ¿heating message¿ and had stopped charging. The implantable neurostimulator (ins) site was hot and red at the time of initial report; the patient experienced a burning sensation at the device pocket. The patient, rep, and doctor met on (B)(6) 2021 and ¿observed the same heating problem.¿ the ¿procedure for resetting the control and the generator was carried out¿ and then recharging of the ins was conducted. When the ins reached 60% charged, the patient controller ¿presented the message of finished¿ and would not recharge the ins further. The rep scheduled another date to test a different patient controller and recharger telemetry module (rtm) with the patient¿s ins and asked the patient to inform them about the charge duration; a few hours later, the patient reported the ins was discharged. The patient reported to the rep on (B)(6) 2021 that an elective replacement indicator (eri) message was observed on the patient controller. The patient¿s ins was recharged with a different patient controller and rtm at that time, but the same problem occurred; however, the patient was able to charge up to 100% at that time. By the end of the night, the patient¿s ins was again ¿out of battery.¿ impedance testing performed on (B)(6) 2021 found all impedances to be ¿ok.¿ when the patient tried to connect their patient controller to the ins on the morning of (B)(6) 2021, they received a reposition antenna message (screen 50). The issue remained unresolved at the time of report. There were no medical or surgical interventions needed to prevent a permanent impairment of function and the event did not lead to or extend patient hospitalization. No further complications were reported or anticipated.

Event description:
Additional information received stated that the ins was replaced on (B)(6) 2021. The cause of the heating and depletion issues was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
H6: please note that method code b20 has been replaced by method code b17 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.